Manufacturer narrative:
(B)(4). Additional information received: was the tissue pad retrieved from the patient's abdomen? No ae report. Pad retrieved. Did the patient experience any adverse consequences due to this issue? No. Is the white tissue pad completely missing from the clamp arm of the device? Yes.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information requested: did the patient experience any adverse consequences due to this issue? Is the white tissue pad completely missing from the clamp arm of the device? Was the tissue pad retrieved from the patient?

Event description:
It was reported that during an unknown procedure, the insulation coating detached while the device was used. It migrated into the abdomen. Patient consequence was not reported.